Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 455 mg/dl and 208 mg/dl; 354 mg/dl and 117 mg/dl. The comparisons were performed on different dates. Customer administered humalog based on the results of 208 mg/dl and 117 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.